Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified concentration of insulin. The customer contact reported that prior to inserting the tubing set into the pump, it was reported that the tubing set was primed without difficulty. The customer contact reported the nurse programmed the pump and reportedly left the room after the delivery was started. It was reported that after the nurse returned to the room a short time later, the nurse noted little to no fluid was delivered from the solution container. No drops were noted inside the drip chamber of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. It was reported during testing at the user facility, solution flowed through the tubing set via gravity; however, no solution flowed when tested with a pump. Though requested, no add'l info was provided.